Event description:
It was reported that during setup with an ak 96 machine, a water leak was observed in the bypass valve (byva) membrane. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was evaluated on site by a qualified technician. During evaluation, it was noted that the bypass valve (byva) membrane had a leakage. The reported condition was verified. To resolve the issue, the qualified technician replaced the byva membrane and the machine ran successfully. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Additional relevant information become available, a supplemental report will be submitted.